Event description:
It was reported that the patient experienced a driveline power fault alarm. There was no obvious damage to the driveline or modular cable. Log files were sent for review. Log file review found driveline power faults captured on 14jun2026. The system controller and modular cable were exchanged without issue, and new log files were submitted for analysis. There were no unusual events recorded in the new log files post exchange. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.